Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2016. The fse observed significant discoloration of the probe lines, so the probe was replaced. The fse found that everything else on the testing instrument was as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.